Event description:
A procedure for an axillary artery line placement was performed. During the procedure the soft end of the guide wire became stuck in the tissue. Some tissue from the artery was removed as the wire was extracted.